Event description:
Customer reported set leaked at the upper pumping segment. This was found during an infusion of chemo. No patient/user injury was reported. Although requested, no further patient/event information was available. Reporter indicated the staff is improperly loading the set into the pump module and possibly causing damage to the pumping segment using improper technique. Retraining was done at the facility, and tip sheet on proper set loading was sent to the customer.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Set was discarded at the facility. The lot number was not identified; therefore, a lot history record review could not be performed.